Manufacturer narrative:
(B)(4). Batch #t94n9m. Investigation summary: the analysis results found that the mcm30 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 25 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information: were there any patient consequences? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the doctor was using the device on a parathyroid and thyroid and the staples came out crumbled. It is unknown how the case was completed. Patient consequence was not reported. No additional information is available at this time.